Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture during the night. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2021; dtpa2q1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.